Manufacturer narrative:
(B)(4). G2: foreign - israel no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent hip prostheses implantation approximately five (5) years ago. About four (4) years later patient had a low energy fall and sustained a b2 periprosthetic fracture. The patient underwent revision of the femoral component. There was minimal bone ingrowth on the removed stem. Attempts have been made and no further information has been provided.